Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user was unable to attach the infusion set connector during a supply change and reused an older connector to complete the process, after which drops were observed and insulin delivery was resumed; the connector lot number was 328559. Symptoms included no reported adverse clinical effects and no changes in blood glucose. Outcomes included no alerts or alarms, no care escalation, and continued insulin delivery. Investigation included troubleshooting and education provided remotely to guide proper connection technique and the recommendation to use new supplies when available. Investigation of this case revealed user difficulty with attaching the connector and successful restoration of delivery using the prior connector, with no device alerts or physiological impact observed. It was concluded, based on previously established findings for similar reports, that the cause was use error related to connector attachment during supply change.